Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf043 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via (B)(4)"caller states while using multiple powerloc max products (reference# (B)(4), lot# asdtf043) there is leakage and/or it pops off." No other information was provided. This report addresses the device which "popped off".